Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose was not leaking. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the hose had small cracks near the elbow. It was determined that the cracks were due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the foot control device was leaking oil. It was reported that was no delay to the planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.